Event description:
The customer reported, the system failed to save patient images and data. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. A cable was replaced and the frame grabber repositioned. The system was then found to be operating as intended.